Manufacturer narrative:
The insulin pump was received with cracked case at lcd window corner. Device received with scratched lcd window. Unable to prime unit during prime test due to faulty force sensor. (B)(4).

Event description:
The customer's parent reported via phone call that customer's blood glucose had been high for over a week. The blood glucose at the time of the incident was 249 mg/dl. During troubleshooting mother mentioned that the lcd had a cracked. The device was returned for analysis.